Event description:
It was reported that the patient's neurologist had advised that the caregiver take a picture of the patient's generator incision site and send it to the manufacturer. As a result, the surgeon has been contacted to look at the incision site. Infection is being considered. No confirmation of infection has been received to date. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.